Event description:
Edwards implant patient registry received information a 27mm 7300tfx mitral valve implanted in tricuspid position was explanted after four (4) months due to fungemia with endocarditis, severe tricuspid stenosis, calcification, and vegetation. Patient presented with fevers, shaking chills, and right lower tooth pain. CT imaging revealed extensive carious disease with periapical abscesses at the base of the first and second right mandibular molars. Patient was found to be fungemic with blood cultures ultimately resulting in candida albicans that was pansensitive. Medical records noted massive vegetation present on valve. The explanted device was replaced with a 25mm 7300tfx valve. The patient tolerated the procedure well and was weaned from bypass. The patient was transferred to cticu in critical condition. Patient had a cardiac arrest on post-operative day four (4). She received one round of CPR and subsequently returned to baseline junctional rhythm. Patient had single chamber pacemaker placed on post-operative day six (6) due to complete heart block. Patient was discharged on post-operative day 32. Pathology report noted calcified nodules on prosthetic valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b7, h6. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The cause of the event was due to patient factors/conditions. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Per pathology no device is available. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 27mm mitral valve implanted in tricuspid position was explanted after four (4) months due to unknown reasons. The explanted device was replaced with a 25mm mitral valve.